Event description:
It was reported while using bd extension set smallbore 1.2 micron small volume filter the line was clogged. There was no report of patient impact. The following information was provided by the initial reporter: during initial infusion set-up, the line was continually alarming for occlusion. Upon investigation, discovered that the 1.2 micron filter attached to the line would not flush.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: one sample (model #20129e) was returned for investigation. It was reported by customer that the line was continually alarming for occlusion. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was examined under magnification, and no excess solvent was observed. The set was attempted to be flushed with water using a bd 10ml syringe. Water was able to flow through the set. The set was connected to a bd primary set that was primed with saline. An infusion run was started at 125 ml / hr for one hour. The infusion was completed without any issue. The customer complaint was unable to be replicated. A device history record review could not be performed on model 20129e because a lot number was not provided by the customer. The root cause of this complaint could not be definitively determined because the issue could not be replicated.

Event description:
It was reported while using bd extension set smallbore 1.2 micron small volume filter the line was clogged. There was no report of patient impact. The following information was provided by the initial reporter: during initial infusion set-up, the line was continually alarming for occlusion. Upon investigation, discovered that the 1.2 micron filter attached to the line would not flush.